Event description:
Information received indicates the brake casters at the head end of the stretcher are not locking into brake.

Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the four casters to repair the stretcher.